Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen (500 mcg/ ml at 137 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient lost 25 lbs and their pump started flipping. During surgery the catheter was found to be sheared in two pieces close to pump and incredibly twisted catheter. The healthcare provider believed the patient attempted to access cap (catheter access port). A smaller pump was implanted and moved to the patient's flank area.